Manufacturer narrative:
According to the facility on 11/5/2024 "when the provider pulled the drain to remove it from their right lower quadrant of their abdomen it broke off". Per the facility "when it broke off the portion that was inside the abdomen remained in place and did not remove with the rest of it". Per the facility the patient required an additional laparoscopic procedure to remove the portion of the drain that remained in the patient. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Mutliple lot numbers reported for the incident: p22112225, p2343413, p2361640

Event description:
According to the facility on 11/5/2024 "when the provider pulled the drain to remove it from their right lower quadrant of their abdomen it broke off".